Event description:
Rn flushed the #6 fr. Hemostasis introducer with heparinized saline as per protocol, for a rotoblader case. When rn placed the second 6 french sheath and wire in basin of saline, it was noticed a large number of silver or black colored flecks in the basin. This was the second sheath the rn flushed. The flecks were not in the basin during the first equipment flush. Flecks appeared to come off the wire enclosed with the sheath. Saline was removed immediately. Patient had no contact with the contaminated solution. The hospital took photos of the contents of the basin.